Event description:
It was reported that during a new implant procedure, poor r wave sensing and high capture thresholds were recorded on the new right ventricular (rv) lead. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.